Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus did not align with the screen cursor. It was indicated that the connection from the overlay to the printed circuit board (pcb) required a reseating. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus did not align with the screen cursor and could not be calibrated. The programmer was returned for service. There was no patient involvement.